Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
A customer reported via phone call indicating that their insulin pump had a low battery alert. The patient's blood glucose level was unknown at the time of the call. The customer stated that the screen was stuck in software. The customer stated that new batteries did not resolve the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specification. The insulin pump was monitored for 2 days and no blank display or audio/beep anomalies were noted. No damage on the lcd isolation tape noted. The insulin pump was received with all buttons responding properly. However, slight moisture damage was found at keypad traces. The insulin pump was received with cracked case at display window corners, cracked battery tube threads and minor scratched display window.